Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that they may have slept on the insulin pump. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.